Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, the stapler was unable to fire the second shot wherein they were unable to press the green button and squeeze the handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, the stapler was unable to fire the second shot wherein they were unable to press the green button and squeeze the handle. They opened a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar and the rotation collar was broken in half. Engineering evaluation noted that the articulation cover exhibited evidence of a proper weld. Engineering evaluation of the weld on the articulation lever suggests that unit may have been misused during application. The disengaged articulation lever may occur if the device is applied over thick tissue while articulated. Due to the noted damage functional testing was not performed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.